Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that a note on the patient¿s chart indicated the patient had not had a provider for there years and that their spinal cord stimulator (scs) had been ¿non-functional¿ for three years. The caller was unable to clarify the report of ¿non-functioning¿. The event occurred in 2017.